Event description:
It was reported that resistance was encountered as the iab was being passed through the introducer sheath. As a result of this, the entire assembly was removed and replaced. There were no patient complications.